Manufacturer narrative:
Act , esc, up arrow and b buttons did not respond due to corroded keypad traces. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Unable to verify battery out limit alarm or battery power loss alarm due to button keypad anomaly. Pump passed idle current test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 395 mg/dl at the time of incident. Customer stated that the insulin pump was alarming battery out limit and customer was advised to clear alarm but could not because keypad was not responding. The insulin pump is expected to return for analysis.